Event description:
A customer contacted baxter's technical service center reporting that the home patient (hp)'s transfer set fell apart. The caregiver (cg) and the hp did not know how this happened. The technical service representative (tsr) advised the cg to call the nurse as soon as possible and inform what happened with the transfer set. The cg stated that he put it back together and there is no flow now, but solution was still leaking out. The cg understood the explanations and agreed to call the nurse immediately. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the cg on (B)(4) 2010, regarding transfer set falling apart, it was revealed that the transfer set separated from the "metal" piece attached to the catheter. Per cg, hp was seen by the doctor, and had been prescribed antibiotics for 14 days. The cg was unsure of the culture results taken. The cg reported that the transfer set was replaced at the clinic, and the metal piece was soaked in betadine for about a half hour. The cg stated that the transfer set had been in use for about 3 months. Per cg, the hp has been on peritoneal dialysis (pd) since about 3 years and few months and uses the hc cycler. The cg did not know the catheter adapter or the transfer set lot numbers. The cg stated that he did not notice any visible damage or residue on the threads. Per cg, the catheter is stored securely taped against the body. Per cg, hp is doing fine and continuing therapy. No further information is provided. During a follow-up with the nurse on (B)(4) 2010, it was revealed that she had already discarded the transfer set and did not know the lot number. The nurse stated that hp is doing fine now and continuing therapy. The nurse did not know the cause of the separation, but added that hp is very old and somewhat confused, so it was also likely that she might have messed with the connection. No allegations were made against any of the hp?s dialysis products. No patient injury was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded.